Event description:
It was reported that a patient presented to clinic for follow up. The device was unable to be interrogated and the physician alleged premature battery depletion of the pacemaker. The physician elected to explant and replace the pacemaker. The patient was discharged from the hospital after the procedure.

Manufacturer narrative:
Correction: section b5: updated to reflect the patient symptoms noted correction: section h6: added health effect - clinical code of discomfort and syncope/fainting.

Event description:
It was reported that a patient presented to clinic due to symptoms of physical discomfort and syncope. The device was unable to be interrogated and the physician alleged premature battery depletion of the pacemaker. The physician elected to explant and replace the pacemaker. The patient was discharged from the hospital after the procedure.

Manufacturer narrative:
The reported events of of early battery depletion and failure to interrogate were not confirmed. The device was received in back up mode. Analysis performed did not find any anomalies, with battery voltage at eol. Longevity assessment was performed and device has exceeded projected longevity.

Manufacturer narrative:
Correction: h6 - updated type of investigation, investigation findings, and investigation conclusions codes for non-device return.